Event description:
Patient reported their hcp was in the process of reducing her medication and eventually putting prialt into her pump. While being titrated, patient said, she went through withdrawal on (B)(6) and was admitted to the hospital. The patient experienced vomiting, chills and fever. A bolus gave her relief for a few hours, but she would go back into withdrawal. The patient was discharged from the hospital on (B)(6). The patient continued to have issues with pump programmer error(s) associated with administering a bolus. The pump was delivering fentanyl, clonidine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter; product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter; programmer: model# unk. (B)(4).